Event description:
Allegedly, a study by xiang et al reported one revision was performed for "a severe instable knee 1 year after tka." Additional information received on 05/21/2021 from reliability engineering based on the investigation for the event: updated incident description. Allegedly, a study by xiang et al reported two cases of "joint instability" involving one patient. The patient underwent one operation approximately 1 year after the primary surgery to reconstruct the medial collateral ligament due to instability, during which no products were revised. Another operation was required approximately 4 years after the primary surgery to revise the patient to a hinge knee due to instability.

Manufacturer narrative:
Updated incident description with additional information received on 05/21/2021 from reliability engineering based on the investigation for the event. The publication indicates 2 cases of joint laxity, but further examination indicates that this involves one patient that underwent 2 operations.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, a study by xiang et al reported one revision was performed for "a severe instable knee 1 year after tka."